Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
The customer reported battery is not charging. There was no patient involvement. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the power supply and advised to check the v60 diagnostic screen and verify 24 volt dc (direct current) power supply voltage. The customer replaced the defective power supply to address the reported problem.